Event description:
It was reported that an alarm 2 occurred, leading to a blood glucose level reading of "high," exceeding 500 mg/dl or 27.7 mmol/l. The customer addressed the issue by administering a correction injection via multiple daily injections and did not require third-party assistance. The customer also changed the infusion set and cartridge and resumed insulin, indicating previous occurrences of the occlusion issue with the same resolution steps each time.